Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Customer successfully filled cartridge with existing needle by applying additional pressure to the syringe plunger. Additionally, it was reported that the insulin gauge was incorrect. The customer changed the cartridge to address the issue. Customer¿s blood glucose was 383 mg/dl.